Event description:
It was reported that following a percutaneous cardiac catheterization, an angiogram of the right femoral region was taken for closure device. A 6f angio-seal sts plus was deployed by the doctor and it was observed that the pt had a weak posterior tibial (pt) pulse and no pedal pulse. In addition, the pt had leg pain and the leg from ankle down became pale in color. According to the cardiology fellows at another hospital, the pt had an occlusion of the common femoral artery (cfa). The pt underwent surgery on (B)(6) 2010 and was discharged on (B)(6) 2010.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.